Event description:
It was reported patient underwent a total hip arthroplasty in 1992. Subsequently, patient was revised on (B)(6) 2013 due to wear causing the modular head to migrate into the liner. The modular head, poly liner and locking ring were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Corrected data: event description - corrected the date of the revision procedure.

Event description:
It was reported patient underwent a total hip arthroplasty in 1992. Subsequently, patient was revised on (B)(6) 2014 due to wear causing the modular head to migrate into the liner. The modular head, poly liner and locking ring were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 1992, PMA/510 number, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.